Event description:
This 39-yr-old female underwent bilateral breast augmentation in 1979 with implantation of gel implants. The MFR is unknown to this reporting facility, as they were implanted elsewhere. The pt denies any sort of systemic symptons, only pain from encapsulation of the right implant. Both implants were grossly ruptured.